Event description:
The customer reported that the battery does not hold a charge. Further information was provided that the battery is over two years old. There was no adverse patient impact reported.